Event description:
It was reported that during the procedure, after unpackaging and prepping a 5.0x15 nc trek rx balloon dilatation catheter (bdc) without issue, the nc trek rx was advanced via femoral access to a non-calcified lesion in a non-tortuous renal vessel without resistance. The nc trek rx balloon was inflated without issue to 20 atmospheres, completing dilatation. However, when attempting to deflate the balloon, it would not deflate at all. The nc trek rx bdc was retracted from the vessel against resistance and wedged into the guiding catheter. An unspecified device was advanced via the same femoral access site to the balloon; the balloon was intentionally punctured, enabling the nc trek rx bdc to be withdrawn without further issue. The procedure was considered completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received the 5.0x15 nc trek rx balloon dilatation catheter with its hypotube shaft separated. Additional information received indicated that the correct device was returned. After attempting to deflate the balloon, but prior to intentionally puncturing the balloon, the hypotube shaft was intentionally cut into two pieces in an attempt to enable balloon deflation, however, the balloon still did not deflate until intentionally punctured. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported deflation issue and difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Incorrect anatomy; above rated burst pressure (rbp). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.